Manufacturer narrative:
Pt weight: unknown brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Method: lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. The lens was discarded. (B)(4).

Event description:
It was reported that the cc4204a collamer single piece lens got stuck in the inserter as the lens was being advanced into the eye. The lens was partially inserted, removed and discarded. There was no patient injury.